Event description:
It was reported the catheter was placed in a male pt in the dialysis center. Two days later, the dialysis unit noticed, it was leaking from the venous (blue) tubing where it meets the blue hub. When the physician attempted to draw back, he was able to pull air as well as blood. He said it seemed as if the glue holding on the blue hub wasn't sealed properly. As a result, the catheter was exchanged for the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.